Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a14f amplatzer amulet delivery sheath. On (B)(6) 2025, the patient admitted to hospital after suffering a stroke. The patient was admitted to hospital, received cardiac and head imaging and commenced on intravenous (IV) heparin. The patient was monitored, symptoms resolved and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the stroke could not be conclusively determined. The reported unexpected medical intervention and prolonged hospitalization were result of result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.